Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened and unable to recovered and required maintenance. A field service engineer (fse) found that full height drawer 2 was double clicking because a screw on the rail was loose. The screw was tightened, which resolved the issue. A final test was performed and passed. The user successfully recovered the drawer and completed the inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not opening, could not be recovered, and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.